Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. They were unable to confirm the compromised force sensor system alarms or perform the prime/compromised force sensor system test due to the motor error alarms. The pump was received with a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had a compromised force sensor system alarm. Customer was changing his set and he received the alarm while priming. Customer has tried multiple times to no avail and has seen it drip. Customer's blood glucose was 50 mg/dl at the time of the incident. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.